Manufacturer narrative:
Approximated to (B)(6) 2021 based on the date the manufacturer became aware of the event. (B)(4). Investigation results: the returned flexiva 200 laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured 227.8 cm and was fractured along the fiber body. The remaining length of the fiber was not returned, including the exposed glass tip. There was distorted light from the sma connector, indicating a fracture within the fiber connector. No other problems with the device were noted. The reported event was not confirmed. The analysis of the returned device revealed that the fiber was fractured along the fiber body, with the remaining length not returned, including the exposed glass tip. Without the remaining length of the fiber, it was not possible to analyze the exposed glass tip for the reported complaint. Product analysis observed distorted light from the sma connector, indicating a fracture within the fiber connector. Fibers are consumable devices and expected to degraded with use. It is likely that procedural handling of the fiber setup or use contributed to the reported and observed issues. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a flexiva 200 laser fiber was used in an unknown procedure performed on an unknown date. During the procedure, the laser fiber failed less than 10 minutes into the procedure. The laser fiber was tested but it did not work again. The procedure was completed with a different device there were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. This event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the connector and fiber body broke.